Event description:
It was reported that the device was not responding. There was a surgical delay greater than 30 minutes. A backup device was available to complete the procedure with no patient injuries.

Manufacturer narrative:
Device evaluation: the device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the strain relief near the connector was cracked and damaged. A functional evaluation revealed the unit would not activate a test spider2. The unit was also connected to the spider 2 footswitch tester and it checked as being defective. The connector was disassembled and the pin housing came out freely along with three severed wires. Further evaluation revealed a non- smith and nephew clear adhesive was applied to the plastic pin connector housing receptacle. This is considered a third party repair and therefore, the unit no longer conforms to smith & nephew manufacturing specifications. The complaint was confirmed and the root cause was three severed wires near the male connector.